Event description:
It was reported that dissection occurred. On (B)(6) 2023, the subject underwent treatment with the eluvia drug eluting stents as a part of the clinical trial. The target lesion #001 was in the left ostial superficial femoral artery (sfa), left proximal superficial femoral artery left mid superficial femoral artery and left distal superficial femoral artery with 6mm proximal reference vessel diameter and 6mm distal reference vessel diameter with 260mm lesion length with 100% stenosis and was classified as tasc ii class c lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 3mm x 40mm armada pta balloon,5mm x 220mm sterling pta balloon. Treatment of target lesion was performed by placement of 6mm x ,6mm x 120mm and 6mm x 80mm eluvia drug eluting stents, study devices. Following treatment was performed by dilation using 6mm x 220mm sterling pta balloon. Post procedure, the final residual stenosis was noted to be 0%. On the same day, during the index procedure, multiple attempts to cross left superficial femoral artery using v-18 guidewire (bsc guidewire) and other non-bsc guidewires were unsuccessful. Hence, command guidewire was used to access the target lesion through pedal access. In addition, during the index procedure, subintimal dissection was noted along the length of left superficial femoral artery due to 5mm x 220mm sterling pta balloon. Subsequently, stent placement was done using 6mm x 150mm eluvia des in left proximal sfa and 6mm x 120mm eluvia des in left mid sfa. Then, post dilation was performed using 6mm x 220mm sterling balloon followed by placement of 6mm x 80mm eluvia des in left distal sfa. Final post dilation was performed and angiogram revealed an adequate result. On the same day, the subject was discharged from the hospital on dual antiplatelet therapy.

Manufacturer narrative:
A2 - age at time of event: 60 years old at the time of study enrollment. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted. Additionally, detailed initial reporter and facility information, and additional event details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that dissection occurred. On (B)(6) 2023, the subject underwent treatment with the eluvia drug eluting stents as a part of the clinical trial. The target lesion #001 was in the left ostial superficial femoral artery (sfa), left proximal superficial femoral artery left mid superficial femoral artery and left distal superficial femoral artery with 6mm proximal reference vessel diameter and 6mm distal reference vessel diameter with 260mm lesion length with 100% stenosis and was classified as tasc ii class c lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 3mm x 40mm armada pta balloon,5mm x 220mm sterling pta balloon. Treatment of target lesion was performed by placement of 6mm x ,6mm x 120mm and 6mm x 80mm eluvia drug eluting stents, study devices. Following treatment was performed by dilation using 6mm x 220mm sterling pta balloon. Post procedure, the final residual stenosis was noted to be 0%. On the same day, during the index procedure, multiple attempts to cross left superficial femoral artery using v-18 guidewire (bsc guidewire) and other non-bsc guidewires were unsuccessful. Hence, command guidewire was used to access the target lesion through pedal access. In addition, during the index procedure, subintimal dissection was noted along the length of left superficial femoral artery due to 5mm x 220mm sterling pta balloon. Subsequently, stent placement was done using 6mm x 150mm eluvia des in left proximal sfa and 6mm x 120mm eluvia des in left mid sfa. Then, post dilation was performed using 6mm x 220mm sterling balloon followed by placement of 6mm x 80mm eluvia des in left distal sfa. Final post dilation was performed and angiogram revealed an adequate result. On the same day, the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that subintimal dissection of grade c was noted along the length of left superficial femoral artery due to 5 mm x 220 mm sterling pta balloon.

Manufacturer narrative:
A2 - age at time of event: 60 years old at the time of study enrollment. A4 - weight: 52.6 kg. E1 - initial reporter email: added detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.